Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion tubing had detached from the connector of the infusion set. The patient experienced elevated blood glucose levels and ketones in urine. She treated in the ER with insulin injections and an IV of fluids. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.